Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit is shutting down with no alarms.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. Subsequent testing verified the complaint of the unit shutting down; however, the shut down was accompanied by a 3/4 alarm, and there was no indication that there was a failure of the alarms to function, so the complaint of the unit not alarming could not be duplicated. The underlying cause of the unit shutting down was identified as the manifold hoses were leaking and the sieve beds were saturated.

Event description:
Dealer is stating that the unit is shutting down with no alarms.